Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the audio bolus button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/14/2016 with the following findings: during visual inspection of the pump, it was observed that the audio bolus button cover was intact. The audio bolus button cover was removed and there was no evidence of moisture in the compartment. The investigation was unable to duplicate the initial complaint about an under responsive audio bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).